Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. The international fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the ventilator's touchscreen and the problem was resolved.

Event description:
It was reported that the ventilator's touchscreen malfunctioned. There was no patient or user involvement.